Event description:
This device was used during a sca event. The doctor reporting on the device stated "when using the machine it did not give the device to shock". He added, "the device in his opinion should have delivered a shock on 6 occasions".

Manufacturer narrative:
Info obtained from his device confirmed that it was used during a sca event that lasted 14 minutes on the (B)(6) 2013. The electrodes were connected to the pt 2 minutes 25 seconds after it was connected to the five occasions the device advised "no shock advised" and to continue CPR. At 12 minutes 27 seconds the electrodes were removed from the pt and the device was turned off at 14 minutes 20 seconds. During investigation the device was found to have functioned in accordance with the algorithm specification. The less prevalent type of vf present through the periods of analysis was classified as artifact rather than vf. Therefore in very rare cases a shock may be withheld particularly if there is a lower prevalence of a specific type of arrhythmia with a more atypical morphology. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.